Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0 slpm setting. There was no patient involvement.